Event description:
It was reported that the doctor implanted the larger size diopter (19.5d) into the patient's eye thinking the lens would be okay. After approximately 6.5 weeks the lens was removed and a smaller size diopter lens, (17.5d) was implanted successfully. Further, it was reported there was nothing wrong with the lens; it was the wrong size for the patient.

Manufacturer narrative:
Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The lens was received in three parts and had only one haptic. The parts of the optic had surface residuals adhered to both side of optic body compatible with handling the lens out of sterile environment. The condition/damage of the returned sample did not allow for verification of the diopter power.